Manufacturer narrative:
(B)(4). Method: the complaint fascia and valve system were returned to fisher & paykel healthcare in (B)(4) and were visually inspected for the reported damage. Results: visual inspection revealed that the gas inlet port and fascia were cracked and the centre gas inlet manifold was fractured. A lot check revealed no other complaints of this nature for lot number 070618. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The damage observed by the returned fascia and valve system was most likely caused by impact or drop damage. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient".

Manufacturer narrative:
(B)(4). The complaint device is currently being investigated by a fisher & paykel healthcare trained technician in our (B)(4). We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported a split inlet port on an rd900 neopuff infant resuscitator. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported a split inlet port on an rd900 neopuff infant resuscitator. This was found prior to patient use.